Event description:
Update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Product codes and lot numbers of stem and sleeve updated. Added dob and complainant information. This complaint was updated on sep 5, 2017.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.